Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2019-01882.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner device until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.